Event description:
I had uterine fibroid embolization done. (Ufe) I had dye put into my uterine arteries because I had fibroids. I was told that my uterus was too big for a laparoscopic hysterectomy and that if I chose to get a hysterectomy, I'd have a cut on my abdomen. The ufe didn't work. It just flushed through my arteries and made the symptoms worse. (Serious, heavy bleeding and cramps) I had to take a pill to stop the blood flow. I got a second opinion. That doctor told me that I was a good candidate for a laparoscopic hysterectomy. I had that done (B)(6) 2024. So basically, I feel that the ufe procedure is ineffective. I was told that I was a good candidate for it and for the size of my uterus, they should have told me otherwise. They knew the size of my uterus because I was required to get an MRI upfront. They blew the results up on a huge screen. Ufe billed my insurance over $54,000; just for me to turn around and have the surgery anyway in the same year. Un-acceptable. Ufe caused me so many issues. I got no help this is why I'm filing a complaint to see if this procedure should be on the market. How does the FDA know if something didn't have great results; unless someone like me makes you aware. This was a medical procedure that I feel is ineffective; ufe.